Event description:
A report was received from a pt through the ((B)(6)), that indicated she had a battery malfunction. The pt was a (B)(6) female with pulmonary arterial hypertension who had received tyvaso (treprostinil) since (B)(6) 2006. Several months ago, the pt's battery became hot, smoked, and burned a hole in her tablecloth. The pt had just finished a treatment. The battery was very hot and she saw smoke from the adaptor end that plugged into the optineb. The pt had not reported this as she thought it was her fault, as the adaptor end of the cord came in contact with a wire from a spiral notebook. MFR dtte (B)(6) 2010. Initial reporter: consumer, reporter details withheld USA.